Manufacturer narrative:
Date initial report sent: 08/21/2007.

Event description:
Procedure: pneumonectomy. According to the reporter: the stapler was used at the lung vein, and the procedure was completed. However, the next day in the afternoon, over 200cc and under 500cc of bleeding occurred was observed at the drain. A re-operation via open approach was performed and two malformed staples were observed. The surgeon removed the malformed staples, and arrested the bleeding via manual suturing.